Manufacturer narrative:
This report is being filed to provide additional information in event, initial reporter name and address, initial reporter occupation and updated information in MFR site and report source. Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of device history was reviewed for this device. One related issue to the condition identified was reported. No MDR was reported for that event as it was confirmed that the trimamachine operated as intended by flagging the product to verify wbcs. Alarm (139) ¿rbc spillover - spillover detected¿ is generated when the rbc detector has detected a r/g ratio of 1.5. Possible causes include, but are not limited to: operator entered an incorrect hematocrit for the donor info. Miscalibrated rbc detector. Defective rbc detector. Kink in the tubing set. Incorrect centrifuge speed. Defective inlet or plasma pump occlusion. Alarm (150) ¿potential wbc contamination detected - inform operator about possible plt wbccontamination¿ is generated when the machine has detected that the platelet product may have wbc contamination and should be flagged. Possible causes include, but are not limited to: rbc spillover. Miscalibrated rbc detector. Root cause the root cause of this failure was undetermined.

Event description:
After multiple attempts for follow-up with the customer, no further clarification was received on whether the customer was receiving the 'possible wbc contamination' alarm after the rbcspillovers or whether they were reporting products with elevated wbc counts. Therefore, wbccount and further procedural details are unknown. Due to EU personal data protection laws are applicable for this event.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and performed a full simulated fluid run test. The technician checked and cleaned the red cell detector and value operation. No issues were found. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available, at this time.